Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the reportable issues of crystallization and black fluid found during the device evaluation is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The image issues along with communication error were most likely due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had crystallization on the printed circuit board, black fluid flow, scope communication error e315, image water stain, dirt on the objective lens and lack of image on the monitor. There was no patient involvement.